Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that a velocity delivery catheter (velocity) had a small kink when getting ready to insert it into the access catheter. The damaged velocity was found prior to use and therefore, was not used in the procedure. The procedure was completed using another microcatheter.